Event description:
It was reported, that the patient experienced sensor failure. The sensor was inserted into the abdomen on (B)(6) 2024. The patient was trying to start the sensor and it started failing. He tried 6 sensors and all failed. During that time, that this reported sensor failed, the patient started to feel symptoms of hypoglycemia. His brother took a bg reading, which was 43 mg/dl. At that point, the patient was already disoriented and could not see. The patient was treated with peanut butter and jelly. The brother drove him to the hospital. At the emergency department, the nurse assisted the patient and treated him with 4 ounce 120 ml of pure juice until the patient stabilized. The patient was released the same day. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6.: medical device problem code: 3191. Patient was unable to identify device issue. Therefore, a more specific code could not be selected.